Event description:
Reporter stated that back to back tests performed on the surestep meter were 347 and 246 mg/dl (34% difference). No symptoms were reported. Lfs rep discovered the meter is not cleaned according to MFR's product recommendations. There was no allegation of harm.